Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for diabetic ketoacidosis. The blood glucose result was 350 mg/dl on the patient's aviva combo meter in the morning. The patient's blood glucose level increased to 380 mg/dl later at an unknown time. The patient had symptoms of feeling sick, nausea, and vomited a few times. The patient was taken to the hospital where she was treated with insulin via perfusor and pens. The blood glucose results at the hospital were not provided. The patient was released from the hospital the same day in the afternoon. The infusion device was requested to be returned for product evaluation.